Event description:
This 59 year old male underwent mitral and aortic valve replacements in 1978 with porcine heterografts for rhd at another facility; thus the manufacturer of the implant is unknown to this reporting facility. Due to progressively worsening symptoms, the valves were replaced. Findings are: tissue failure of both valves with tearing of at least one leaflet on each valve from the commissural post. There was some tissue ingrowth on ventricalar side of the aortic valve causing orifice narrowing.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, none or unknown, none or unknown, invalid data. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.